Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately low compared to another device. The reporter claimed obtaining blood glucose readings of "34 mg/dl" with the subject meter and "55 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan&#38112;criteria for accuracy. During troubleshooting the meter failed a control solution test therefore this complaint is considered reportable. There was no indication that the product caused or contributed to an adverse event.